Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 199:117:284:0000 was confirmed during product evaluation by baxter service personnel. This condition was due to depleted main batteries. The main batteries and battery harness were replaced to correct this condition. The user interface module software version of this pump is colleague 2006(5.09.90). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility reported a colleague infusion pump with a failure (B)(4). This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.